Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to high, out of range pacing lead impedance and increased capture threshold. Lead fracture was suspected. The patient was stable before, during and after the procedure.